Event description:
An eclipse oxygen concentrator was implicated in a house fire. There were no personal injuries, but property damage.

Manufacturer narrative:
No conclusion can be determined at this time if the eclipse oxygen concentrator was actually involved with the fire event or not involved with the fire event. The unit is currently in possession of the local fire department. The investigation is on-going.